Manufacturer narrative:
This supplemental report is submitted to present the findings of the legal manufacturer's final investigation. Additional information: d4, d9, h4. The device was returned to olympus for inspection, and the reported failure a broken probe was confirmed. Additionally, the following reportable malfunction was identified during device evaluation: the tissue pad was worn out and partially peeled off. Based on the investigation results, the reported event is inferred to have occurred through the following mechanism: during output activation, nothing was grasped between the grasping section and the distal end of the probe, including after tissue resection, resulting in wear to the tissue pad. Friction between the grasping section and the distal end of the probe generated abnormal heat, which may have caused the tissue pad to partially peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the sonicbeat had a broken probe. The issue occurred during an unspecified therapeutic procedure which was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
Corrected field: d9 - device available for evaluation. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.